Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on june 19, 2025, with lot number 1603947. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported implant was "completely deflated". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation.

Event description:
Healthcare professional reported implant was "completely deflated". This record is for the right side. The device was explanted and replaced.